Event description:
The account alleged the brakes were not holding. No pt impact.

Manufacturer narrative:
The account found the brake cam pivot broken. The account replaced the brake cam pivot to resolve the issue.